Event description:
Patient reported that all of the buttons on the infusion device do not operate. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.